Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a pinhole directly over the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.25mm12mm nc emerge® balloon catheter was advanced for dilation. During first inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 3.25mm12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.25mm12mm nc emerge balloon catheter was advanced for dilation. During first inflation at 11 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 3.25mm12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.